Event description:
Reporter indicated that pt was having difficulty swallowing since vns implant. The pt's device was programmed to on the day of implant. Further investigation revealed that the pt's device was programmed to off at f/u office visit in 6/2002. The pt had reportedly not had anything to drink for almost 2 days as a result of the swallowing problems. The pt was seen by physician again in 7/2002 and still could not swallow thin liquids, but could reportedly swallow thicker liquids and fodd. The pt's device was programmed back to on in 7/2002. The pt's physician reportedly was not sure if programming the device to off made a difference as she believed that the pt would have improved regardless of whether or not the device was on or off. An ent diagnosed the pt with vocal cord paralysis. A video swallow procedure is planned, but has not been performed to date. The physician left the output current at 0.25ma. The physician believes that by the time the video swallow is performed, the pt will be better.